Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver does not boot or charge. Unable to perform receiver download or functional test due to receiver not turning on. Through troubleshooting u6 was determined to be defective,0.1v output. A review of the downloaded data log found screen error alarms and firmware errors. The reported event that the receiver ceased to function was confirmed.the root cause is a defective u6

Manufacturer narrative:
(B)(4). Describe event or problem - correction - remove: "the complaint device was returned for evaluation"..."a review of the downloaded data log found screen error alarms and firmware errors." Correction - remove: "the complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected related to the complaint. A pairing test was performed with a known good transmitter and passed. A review of the downloaded receiver log did not confirm the reported event of loss of connection. A root cause could not be determined."

Event description:
The receiver complaint device was returned for evaluation. The receiver case was opened for an internal visual inspection and it passed.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the receiver ceased to function. No additional event or patient information is available. No product was provided for evaluation. The reported event ceased to function could not be confirmed. A root cause cannot be determined.